Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter wold not retain the mating screws during surgery. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. There were no signs of damage and the driver was found to function as expected. Additionally, the hex tip was found to meet specifications. The complaint could not be confirmed as no problems were found on the device.

Event description:
It was reported that a screw inserter wold not retain the mating screws during surgery. There were no reported patient impacts associated with this event.